Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device is not being returned and still is implanted, therefore is unavailable for a physical evaluation. A non-conformance search was performed for this part (232447), lot (l736660) combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was reported that surgeon recognized that the implanted suture was slightly loosened after the implantation. It was further reported that the surgeon decided to monitor for a while since it was not necessary to revise the suture at this point of time. It was reported that the device were brand new and on their first use when the issue occurred. There was no surgical delay and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.